Event description:
Dr. (B)(6) had a patient present to him with hip pain. An x-ray was taken and it was determined that this patient's cup and constrained liner had pulled out of her acetabulum. She had been revised 10-12 days earlier from a depuy acetabular component to a stryker cup, screws, and constrained liner. Her initial revision was done for an issue with chronic dislocating. After removing the stryker acetabular components, dr. (B)(6) moved forward with new acetabular components. He implanted a 72 mm multi holed cup, 4 screws, an mdm liner and head. He also used a 28mm depuy srom head off label with a mdm liner.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding acetabular component loosening involving a tritanium revision shell and gap plate screws was reported. The event was not confirmed. Device evaluation was not performed as no devices were returned. Insufficient medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. The event could not be confirmed nor the root cause determined due to the minimal information received. No further investigation for this event is possible at this time.

Event description:
Dr. (B)(6) had a patient present to him with hip pain. An x-ray was taken and it was determined that this patient's cup and constrained liner had pulled out of her acetabulum. She had been revised 10-12 days earlier from a depuy acetabular component to a stryker cup, screws, and constrained liner. Her initial revision was done for an issue with chronic dislocating. After removing the stryker acetabular components, dr. H. Moved forward with new acetabular components. He implanted a 72 mm multi holed cup, 4 screws, an mdm liner and head. He also used a 28mm depuy srom head off label with a mdm liner.